Manufacturer narrative:
Product event summary: the 12fcc20 sheath with an unknown lot number. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The performance test with sentinel blackbelt leak tester was performed. The pressure test and aspiration test were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, reported side port tube kink was confirmed through analysis. The sheath failed the returned product inspection due to the side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, air bubbles were observed in the sheath tubing and were evacuated before entering the patient. There was low to nonexistent irrigation flow, and kinking of the sheath tubing was noted near the sheath side. Additionally, kinking of the shaft was observed distally on the balloon side of the catheter, which appeared inside the balloon on fluoroscopy during the first balloon inflation, resulting in difficulty manipulating the balloon. The case was completed with cryo. No patient complications have been reported as a result of this event.